Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 400 mg/dl) and insulin injections were administered to address the bg level. The customer thought the high bg was due to the pump not working; however, a pump system check was performed and no device issues were identified. Reportedly, the customer spoke to a healthcare provider regarding the high bg event and declined tandem technical support's offer to follow up.